Event description:
A malfunction was reported on the customer's pump. Blood glucose levels did not exceed 500 mg/dl, indicating that there was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reoccurs.